Manufacturer narrative:
No devices are being returned and no device serial numbers were provided; therefore, a device analysis could not be completed. The following recommendations were provided by baxter to the facility: take cold medications out of the fridge 30-60 minutes before hanging, ensure proper priming sequence to decrease air in line alarms, review proper spike and prime of glass bottles, ensure proper head height to help decrease upstream occlusion alarms. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported via site visit notes collected at a user facility that there were several issues encountered by staff related to use of an unspecified quantity of spectrum iq pumps. The issues they were having included under infusions, air in line alarms (especially with cold fluids), alarm volume too low when staff are far away from the patient¿s room and an overall increase in false upstream occlusion and false downstream occlusion alarms. It was additionally noted an increase in upstream occlusion alarms with cold medications: amiodarone, bicarb, chilled saline, potassium phosphate, vancomycin, calcium drips and when using glass bottles. One nurse noted the upstream occlusion alarms are causing a delay in infusion since there is no real upstream occlusion, and when a real upstream occlusion is happening the pump will not alarm. Another nurse noted specifically an increase in downstream occlusion alarms with amiodarone running at 0.5-1mg/min. There was no report of patient injury or medical intervention associated with these events. No additional information is available.